Manufacturer narrative:
Add'l device info: cat #: scbr4.0-38-100-p-ns-dav. (B)(4). Event evaluation: still under investigation.

Event description:
During a peripheral leg revascularization procedure in a very calcified distal superior femoral artery, interventional radiology wanted to pull out catheter; however, it was stuck. The catheter tore off at proximal joint. The distal tip tore off as well and was successfully removed from the sfa by applying suction in the introducer, already in place. There was no harm to the pt. The procedure continued after from a new puncture in the opposite femoral. The dave radiopaque tip remained in the distal sfa for a few minutes and was successfully retrieved by applying suction in the introducer, already in place. There was no harm to the pt. The procedure continued after from the a new puncture in the opposite femoral. The dave radiopaque tip remained in the distal sfa for a few minutes and was successfully retrieved by applying suction in the introducer that was then partially pulled out from the puncture site and clipped to maintain the dave tip in the introducer and out of the body until the end of the procedure. Pt had to be punctured ipsilateral to finish the procedure.